Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had air bubbles in the tubing. The pump was not rewound with the reservoir in place. Customer's blood glucose was 16.2 mmol/l. Customer primed the tubing but the bubbles were still present. Customer reported that they did not have any leaks. Customer was assisted with changing the entire set and there were no air bubbles after the set change. Customer was advised to call back if the problem persists.